Event description:
When the dr attempted to insert the guidewire through the 18gx15cm needle, the guidewire would not go through the needle. This happened with two pc101 kits. The procedure was completed by removing the needle and using an introducer sheath instead of the needle. There was no reported short-term or permanent impairment as a result of this incident.